Manufacturer narrative:
Device was discovered broken before use; device was not implanted/explanted. Part manufacture date: march 21, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of titanium sternal locking plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. No patient involvement and no patient information available both reported on previous medwatch; no patient involvement is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. The subject device has been received and is currently in the evaluation process. A device history record review will be requested.: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery while setting up at the back table of the operating room, it was observed that the "cotter pin" (emergency release pin) would not advance in a titanium sternal locking plate. Upon inspection it was noted that the emergency release pin had broken inside the plate. There was another implant available for use in the operating room and there was there was no surgical delay. There was no patient involvement as the patient had not yet been brought into the operating room. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: all three components (sternal plate, male; sternal plate, female; and emergency release pin) were received but some of the components were damaged. The a portion of the caudal pin was not received; the other portion is captured within the male plate component. The plate components are intact and show surface wear. The complaint condition is confirmed as the plate was received with the emergency release pin component broken and deformed. The deformation is in the form of axial twisting and bending toward midline of the flat prong portion of the pin. The breakage is on the other end of the pin. On this side there are two transverse fractures located where the pin transitions between the plate halves. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The fracture pattern is consistent with forces applied with the pin as the pivot point. One plate was subjected to forces in the clockwise direction while the other was subject to forces in the counterclockwise direction. However, the root cause could not be definitively determined as the specific conditions at the time of the issue that resulted in these forces are unknown. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, this plate is intended for use in primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum, to stabilize the sternum and promote fusion. A review of the current design drawing / manufactured revision for the assembly, the sternal plate male and female, and the emergency release pin was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. There was patient involvement, but patient information is unknown. Date of event: unknown; device was discovered broken on (B)(6) 2016; it is unknown when the device actually broke. Relevant tests/lab data, other relevant history. Phone number. Patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was in the operating room at the time the broken device was discovered; there was no patient harm as the device was not used on the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.